Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during implant procedure, the guidewire was difficult to be removed from the lead. The lead was not implanted and was replaced. The patient was stable.